Event description:
It was reported that a pt on v.a.c. Therapy had an increase in wound size and a foul wound odor. The dr assessed the wound during an office visit and found a piece of black foam dressing retained in a 5cm wound tunnel.